Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Product location unknown.

Event description:
A patient who underwent a custom knee arthroplasty has been indicated for revision due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
A patient who underwent a compress tibial reconstruction has been indicated for revision due to the patient's leg twisting approximately 7 months post-implantation. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Patient sex: male. Date of event: (B)(6) 2016. Describe event or problem: a patient who underwent tibial reconstruction was revised after his leg twisted approximately 7 months post-implantation.

Event description:
A patient who underwent tibial reconstruction was revised after his leg twisted approximately 7 months post-implantation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Concomitant medical products - cps transverse pin 6pk 40 mm - catalogue: 178566 lot: 343080, cps transverse pin 6pk 48 mm - catalogue: 178529 lot: 504270, cps centering sleeve - catalogue: 178574 lot: 796950, cps nut - catalogue: 178512 lot: 861040, oss proximal tibial stem - catalogue: 150447 lot: 481720, oss/cps female taper adaptor - catalogue: 178549 lot 316630, oss diaphyseal segment - catalogue: 150482 lot: 559380, cps large spindle - catalogue: 178370 lot: 915080.

Event description:
It was reported that a patient had a revision of a tibial reconstruction approximately 7 months post-op due to the patient's leg twisting. No additional patient consequences were reported.